Manufacturer narrative:
This report contains supplemental information for mentor asr reference number (B)(4). On (B)(4) 2020, mentor became aware that device serial number identified a duplicate complaint record (B)(4). On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2018, device evaluation was completed. Device evaluation summary: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination, pe observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed one leakage; a rent measuring approximately 0.1 cm discovered on the anterior aspect. Microscopic examination of the rent edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; it was concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number (B)(4). It was reported that a (B)(6) year-old female patient underwent revision breast augmentation with a 800cc mentor smooth round moderate plus profile and experienced breast implant deflation on the right side postoperatively. As a result, the patient underwent explantation and replacement with catalog number 3502800; serial number (B)(4) on (B)(6) 2017. Previous asr submission (B)(4) and 1645337-2019-21126 were duplicated. Any additional event information received will be reported under manufacturer¿s reference number (B)(4) / 1645337-2020-07665.

Manufacturer narrative:
On june 29, 2020, mentor became aware that health professional was inadvertently not checked in field g3 in the previous submission. It has been checked on this form manufacturer¿s reference number: (B)(4).